Event description:
It was reported that the device was unable to be calibrated. During physical inspection, it was found that the force sensor did not work. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a force sensor test, check clutch error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the plunger board, plunger cable. As a result, the right/left clutch, spring, motor, and worm coupling were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.